Event description:
It was reported that patient underwent a knee revision procedure to remove and replace competitor product on (B)(6) 2013. During the procedure, the augment screw would not screw into the femur. The surgeon used cement in place of the screw to complete the procedure.

Manufacturer narrative:
Only the screw portion of the augment is being reported, as cement was used to implant the augment. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found the bolt returned is in fact the wrong one for this part assembly. One additional unit from this lot was reviewed and was found to be the correct size and type. Review of sales history found other parts from this lot have been invoiced as implanted and there have been no other complaints of this nature. Root cause of event could not be determined and appears to be isolated.